Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported embolic stroke and bleeding, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The pump was disposed of and will not be returned. No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. This IFU lists stoke, bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant on (B)(6) 2021 due to ischemic cardiomyopathy under heartmate 3 left ventricular assist device (lvad) implant as bridge to transplantation, complicated by a methicillin-resistant staphylococcus epidermidis infection diagnosed in (B)(6) 2020 that required ablation. On the same day, during extracorporeal circulation the patient was presented with clinical signs of a cerebral stroke speculated to originate from a gas embolism on heartmate 3 cavitation or thromboembolism. The patient was positioned in trendelenburg position with 100% fraction of inspired oxygen (fio2) and heartmate examination found bubbles suspecting air embolism. The patient was also presented with post-operative hemorrhagic and vasoplegic shock that required extracorporeal life support program (ecls) and thoracostomy after novoseven treatment. The patient passed away via brain death on (B)(6) 2021.